Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to failed battery test alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had failed battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.